Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/080 with lot number reported unknown; the sample was received in used condition. During visual inspection observe inflation line detached, only retuned the inflation lines. The customer reported condition was confirmed. No root cause was identified since there is no evidence of a manufacturing error, since product is 100% leak tested, there is no possibility to test the material if line is cut or detached. Problem source is unknown.

Manufacturer narrative:
Date of event. The event date was reported to be the period between late (B)(6) 2019. Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid suction tube was torn off while in use, which led to the pilot balloon "getting lost". Therefore, it was reported the operator "stopped using the product". There were no adverse patient effects.